Manufacturer narrative:
Batch review performed on 03 january 2020. Lot 150899: (B)(4) items manufactured and released on 9 september 2015. Expiration date: 2020-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
The patient came in complaining of instability due to laxity. The surgeon revised the medacta insert u.c. 10mm s3 with a medacta insert u.c. 14mm s3 almost 4 years and 1 month. The surgery was completed successfully.